Event description:
Customer reported receiving a recurring button error alarm on the insulin pump over the last month. Customer did not recall any significant events that led up to the alarm. Blood glucose level was not provided at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened button dome switch. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.